Event description:
Surgery: a hysteroscopy and biopsy followed by a laparoscopic sterilization, electrocoagulation bipolar. Problem with novasure ablation device when the width gauge did not deploy. Unable to measure uterus for procedure. Device replaced with no surgical delay or harm to the patient.